Event description:
The patient reported she was having a lot of pain right in the location of her implantable neurostimulation (ins). The patient wanted to know if the pain could be related to her ins or just her back. The patient reported seeing 5 different doctors who could not figure out why the pain exists but stated the doctors don't think it was related to the interstim. The patient stated she hasn't tried turning stim off or down but she was still getting therapy. The patient reported she was hospitalized for a day and two nights about a month ago for a viral infection. The patient had CT scan and x-ray. The patient stated she given a lot of medical procedures while at the hospital and confirmed her therapy was never turned off. Additional information received about couple weeks later indicated that patient turned it off for a few days it did not help. The patient did not think pain at the implant site had anything to do with the manufacturer device. The patient was feeling a little better. The patient&#38112;indicators were for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.